Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and enrolled in a clinical study was reported as syncopal during a retrospective data review. The patient was hospitalized overnight and discharged the following day. Classification of the syncope was reported as a change in the patient's condition however no further information was provided. No reported system changes.